Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was not legible. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and was attributed to the configuration of the display intensity being set too low. The configuration was readjusted to resolve the problem condition. Analysis of reports of this type has not identified an increase in trend.